Event description:
Patient had severe abdominal pain 6 hours after procedure. The patient was admitted to the hospital in 2009 and released three days later.

Manufacturer narrative:
Olympus fse assessed the dsd according to the olympus dsd-201 installation instructions,the dsd functioned properly. The fse also reviewed the dsd cycle printout for the scope that was used on the patient. The cycle printout showed that the scope went thru a "complete" cycle. He also observed the staff using the dsd, no user deficiencies noticed. The dsd had it's yearly pm service in 2009, the patient's exam was performed the following month.